Event description:
A customer contacted beckman coulter inc. (Bci) stating that the coulter lh 500 instrument generated erroneously high basophil (ba%) differential results without instrument generated messages. A total of nine patient specimens were run on the instrument and 8 of them generated erroneous results. No erroneous results were reported out of the laboratory. All nine specimens were run on an alternate instrument and recovered lower basophil differential results. The customer considered the rerun results to correct. No manual differentials were provided by the customer. No death, serious injury, or change to patient treatment is associated with this event.

Manufacturer narrative:
Controls were run before and after the incident and were within assay limits. The instrument is currently is currently performing within qc specifications with respect to controls (accuracy) and reproducibility (precision). A field service engineer (fse) was dispatched, performed troubleshooting and replaced some hardware. The fse also ran reproducibility and verified the instruments operation. The root cause for the erroneous high basophil results is attributed to parts that were replaced during the subsequent instrument servicing for this event.